Event description:
It was reported medfusion 3500 pump alarming, syringe not in place, case damage. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal; 3rd party seals present. Non-OEM top case identified, broken tubing guide. Non-OEM (original equipment manufacturer) supercap on main board identified. Non-OEM battery identified. Cracked right plunger case and battery door. Plunger flippers aren't fully seated. L-bracket was received in damaged condition and will be sent back in same condition, replacement is customer's responsibility. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated; counterfeit top case was physically damaged; plunger flippers visibly not fully seated. Found syringe plunger not in place error at syringe test. Non-OEM (original equipment manufacturer) top case identified, replaced with OEM (original equipment manufacturer) component. Correctly reset the timing plates. The cause of the reported problem was traced to the customer damage of the device and the customer incorrect assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.